Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6) , product ID: 9735787, serial/lot #: (B)(6) , product ID: 9735788, serial/lot #: (B)(6) , product ID: 9735771, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system (product ID: 9735665). The uninterruptable power supply and battery were replaced and the system performed as intended. Codes: b01, c02, d02 h2-3) the battery (product ID: 9735773) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had electrical failure. Codes: b01, c02, d02 h2-3) the uninterruptable power supply (product ID: 9735787) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis was that there was no failure found. Codes: b01, c19, d14 h2-3) the uninterruptable power supply (product ID: 9735788) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis was that there was no failure found. Codes: b01, c19, d14 h2-3) the battery (product ID: 9735771) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the manufacturer representative (rep) was in the hallway with the system powered on in a spine procedure, it shutdown unexpectedly. Turned it back on and the system proceeded to power down a little while later. The rep called back to report that the camera cart wouldn't power on as he troubleshot the main cart issue. He went to his car to get a t20 torx driver, but when he returned, the cart would power on. Camera cart received a new battery in december 2023 and main cart received a battery in december 2022. These issues should not be happening with such new batteries. The system was showing signs of varying power issues that cannot be traced back to a single components. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot number: unknown; product ID: 9735771, lot number: unknown; product ID: 9735787, lot number: unknown; product ID: 9735788, lot number: unknown h6: multiple annex g codes were coded for this event. G02002 was coded for products battery 9735773 48v s8 svc and battery 9735771 24v s8 svc. G02027 was coded for ups 9735787 main cart s8 svc and ups 9735788 camera cart s8 svc. Multiple annex a codes were coded for this event. A070803 was coded for the camera cart not powering up. A0719 was for the unexpected shutdown. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.